Event description:
It was reported the patient's avm was treated with onyx on (B) (6) 2010. On (B) (6) 2010, the patient experienced intracranial hemorrhage and returned to the hospital for craniotomy procedure. The patient status was reported as 'unknown' and the physician does not think this was device related. Same event as MDR# 2029214-2010-00034.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B) (4).